Event description:
Technician alleged that the left and right head brake casters continue to swivel while in the locked position. No pt impact.

Manufacturer narrative:
The technician found that the brake casters are worn. The technician replaced the left and right head brake casters to resolve the issue.